Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented the dilator damaged. The physician used a 98cm brk needle through our faradrive dilator. He noticed something didn't look right on ice, and he pulled the dilator back out before attempting tsp. He saw that there was damage at the tip of the dilator, so we replaced it. He did use the stylet inside the brk needle when inserting the needle into our dilator. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection noted that the dilator came back with no sheath. It was noted that the dilator tip was damaged. The complaint was confirmed through analysis.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented the dilator damaged. The physician used a 98cm brk needle through our faradrive dilator. He noticed something didn't look right on ice, and he pulled the dilator back out before attempting tsp. He saw that there was damage at the tip of the dilator, so we replaced it. He did use the stylet inside the brk needle when inserting the needle into our dilator. The procedure was completed without patient complications. The device has been returned.